Event description:
It was reported to covidien on (b)(5) 2012 that a customer had an issue with a dialysis catheter. The customer reports that there were 2 holes in the catheter; one was repaired but the second was at a section where the repair could not be done so catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.